Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; unknown side rupture discovered during surgery.

Event description:
Patient reported right side "constant pain and breast hardening, the contracture [baker grade iii] of the prosthesis." Patient later reported "bent prostheses" and "simple cysts." Patient additionally reported a rupture was discovered during surgery to an unknown side. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Crease/ folding of implant: no creases were observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "constant pain and breast hardening, the contracture [baker grade iii] of the prosthesis." Patient later reported "bent prostheses" and "simple cysts." Patient additionally reported a rupture was discovered during surgery to an unknown side. Device has been explanted and replaced.